Event description:
Customer rec'd trays with torn wraps.

Manufacturer narrative:
The device involved in the reported incident may not be available for evaluation. An investigation has been initiated based upon the reported info.